Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-250h-(B)(4): the glass cap is detached and not returned; the glass cap is fractured at the uv glue zone; the fiber is blackened at the location of the fracture; the heat shrink tube is melted at the location of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, ¿the first fiber burnt out, was replaced by the second fiber that broke inside the patient @107,000 joules of use. The physician removed the pieces of fiber. He then proceeded with a third fiber that broke inside the patient. At this time, the physician was finished with the procedure, removed the fiber pieces and performed a flush. No further information was provided. The patient was ¿ok¿ reported. This report is for the first fiber used.